Event description:
The user facility reported a 69-year-old male requiring an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient developed right leg ischemia. The impella cp was removed and the patient was escalated to an impella 5.5. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella cp device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. This report is being filed as part of a retrospective review of historical records.